Event description:
It was reported that customer experienced cgm error indicated as error 42 on g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset procedure, confirmed error did not return after reset, and successfully started new sensor session.